Event description:
It was reported by the affiliate that during a laparoscopic pancreatectomy procedure, the surgeon had little information about this complaint. The surgeon was transecting the pancreas with the device and a gold cartridge (unsure if this was the first firing). The surgeon squeezed the firing trigger four times and released the gun. Upon removing the gun, it was found that staples were only formed on the specimen side. The staples on the patient side were not formed and bleeding occurred. The surgeon regained hemostasis by suturing. The device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.